Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that when the patient met with a representative 4 of the "anodes" were dead. They somehow became disconnected and the representative "moved those 4 nodes to 4 new ones". The patient had more programs working than they did before. Since the reprograming session the patient noted that they had to charge every 2 and a half to 3 days. Their ins used to last a week and now had to be recharged more frequently; they said that the ins died last night which was exhausting for them since it was very early. It was reviewed how programmed parameters can affect their recharge interval. The patient also reported a new pain in one of their toes and an isolated pain in one part of their leg. They had great coverage in their leg and most of their feet but noted that the pain was shooting from one toe. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that they were getting settings not available on their controller. Patient state they were not able to increase above 4.0 on group a program 2. Patient decreased down to 0.0 on group a on program 2 and now he could not increase at all; desired settings are not available screen was reported. Patient reported a sudden change in symptoms. While on the call, patient was able to access group c and stated that program 1 was stimulating left leg and he was able to increase stimulation and feel relief from the discomfort he had when he called today. No further complications were reported/anticipated.